Event description:
It was reported that the patient expired due to right sided heart failure. The patient also experienced small bowel necrosis, hypo-perfusion, and was not responding to diuresis. It was noted that the right heart failure existed prior to lvad implant. The death was not considered to be device related and the device operated as expected. No additional information was provided. The device was not explanted and will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. This IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.